Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was the wound secretion resolved with anti-inflammatory treatment? The following information was requested, but unavailable: was the anti-inflammatory and antibiotics prescribed in the treatment and dressing change? If yes please provide medicine name, strength and dose? Location of inflammation? Was any surgical intervention performed specifically re-suturing? Lot number? What is the patient's current condition?

Event description:
It was reported that the patient underwent a surgery of extraction of right circumflex joint on (B)(6) 2020 and the suture was used. It was also reported that the patient experienced wound secretion a month plus after surgery. Anti-inflammatory treatment and dressing change were given. Additional information has been requested.